Event description:
The device was returned because it was due for preventive maintenance svc. There was no customer complaint. Evaluation of the device completed 11/5/98 revealed that the audible alarm was functioning intermittently. There was no related death or injury.